Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll precise experienced foreign matter contamination.

Manufacturer narrative:
H.6. Investigation: a DHR was performed and no quality notification was raised on the past 12 months for a similar non-conformance. Photo evaluation: one photo was returned for investigation. From the photo, observed black foreign matter which could be grease on the packaging. Sample evaluation: one actual sample returned with open package was returned for evaluation. It was observed that loose brown fm was seen on the packaging. The brown foreign matter was sent for scanning electron microscope-energy dispersive x-ray test and was determined to possibly be iron oxide. The syringe operation process ha been reviewed and at the syringe primary packaging and observed the cover of the machine rusting. Possibly the rust was dropping off the cover and landing into packaging during machine vibration.

Event description:
It was reported that the syringe 20ml ll precise experienced foreign matter contamination.